Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause(s) of this type of event include prying/leveraging the driver during implant insertion, advancing the implant before the driver tip is in contact with the bottom of the pilot hole, preparing a pilot hole that is too small, or inserting the implant at an angle not co-axial to the pilot hole. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that upon insertion of the anchor, the outer portion of the outer shaft folded over the anchor and the anchor could not disengage. The top 2 threads of the anchor broke off on the driver and the majority of the anchor body stayed inserted in the patient. The physician felt he had good fixation and did not remove the anchor. Procedure was a backup of the soft tissue acl.